Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) was connected to the right ventricular (rv) lead and left ventricular (lv) lead using a torque wrench. A few minutes later it was determined that the rv lead had disconnected from the device. The physician repositioned and reconnected the rv lead. The implant site was closed and an x-ray was taken. The left ventricular (lv) lead was observed to have disconnected from the device. The implant site was re-opened and the ICD was removed and replaced. The leads remain in use. It was suspected that the physician did not hold the torque wrench at the recommended angle during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.